Manufacturer narrative:
Additional information: event.

Event description:
Additional information received on 1/21/2019 indicated that these adverse events were not related to monteris procedure or device.

Event description:
It was reported that following an ablation procedure, the patient experienced right sided muscle weakness and expressive aphasia. The patient had an extended hospital stay (discharged on (B)(6) 2018), physical therapy and occupational therapy. The adverse events were considered resolved as of (B)(6) 2018. There were no further patient complications reported in relation to this event.